Event description:
It was reported that during a shoulder arthroscopy acromion resection, with use of flocontrol pump, shaver and artrocare ablator with timer (bipolar), the patient attained fire damage. It was further reported that they do not know what this burning is caused by.

Manufacturer narrative:
Additional information will be provided once investigation is complete.